Event description:
Pt reported experiencing high blood glucose (457 mg/dl). He indicated that they believe the device is at fault, since they cannot hear the device's motor running every 3 minutes (time increment between basal deliveries). No error message were generated by the device. Pt stated that they received no treatment for elevated blood glucose.